Event description:
(B)(4) reports an extravasation involving optiray 350. Patient suffered extravasation after receiving normal saline and 72ml of contrast media. The patient had a full recovery and underwent a second CT scan with the same injector. The second CT scan was successful without any adverse event. No reported injury.

Manufacturer narrative:
This unit was in use when an extravasation was reported on a patient. The patient had a full recovery and underwent a second CT scan with hospital staff using this same injector. The second CT scan was successful without any adverse event. There was no reported service issue with the injector. Product monitoring requested service information on the injector system and regional service reported the injector was installed in 2009 by covidien and that (B)(4) does not service/repair this injector. The user told service that they did not know the service history of the injector, but said the injector works well now, no abnormal issues reported.